Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a protege everflex self-expanding stent to treat a slightly tortuous and slightly calcified mid left common iliac artery lesion exhibiting 65% stenosis. The lesion was predilated. The device was removed from its packaging and inspected with no issues noted. The device did not pass through a previously deployed stent. No resistance was experienced when advancing the device and no excessive force was used. It was reported that just prior to deployment, the stent spontaneously dislodged and deployed into the sheath. The physician used a non-mdt stent to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the protégé everflex self-expanding peripheral stent system was received for evaluation with the safety locking pin tight, fluid residue within the stop cock tubing, and the outer sheath pulled back exposing the stent. Approximately 115mm of the 200mm stent was exposed. The deployment paddles were approximately 130mm apart. The stent was approximately 11mm distal of the stent retainer. The distal tip of the sds was straightened out. The guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal tip of the sds. The stop cock luer lock and the annual spaces of the sds catheter were flushed: clear fluid was observed exiting the distal end of the outer sheath. A 0.035¿ guidewire was loaded with ease through the distal tip of the sds and navigated the full length of the sds out the proximal hub luer lock. The guidewire loaded sds was loaded into a stent deployment apparatus and the rest of the stent was deployed at a maximum deployment force of 1.15lbs (specification: less than or equal to 3.0lbs). The stent was brought up to body temperature and examined: no abnormality or deformity was noted. The inner distal assembly was examined: except for the kink in the distal tip no abnormality was noted. The inner guidewire lumen was cut proximal to the retainer and retainer bond to allow examination of the stainless steel hypotube. A set of the witness marks were noted approximately 27mm and 29mm proximal of the distal end of the stainless steel hypotube. Additional information received 19 jan 2018: it was reported that the stent popped out in the sheath - it was not deployed in the patient. The physician removed the device successfully before completing the procedure using a non-mdt. If information is provided in the future, a supplemental report will be issued.